Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, recurrent hernia, bowel obstruction. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: laparotomy. Extensive enterolysis. Reduction and large mesh repair of complex, recurrent, and incarcerated ventral hernia. Implant: gore® dualmesh® biomaterial [1dlmc04/06739242, 15cm x 19cm x 1mm, oval]. Implant date: (B)(6) 2010 (hospitalization dates unknown). (B)(6) 2010: (B)(6). (B)(6). Operative report. Preoperative diagnosis: recurrent and incarcerated ventral hernia. Postoperative diagnosis: same and extensive intra-abdominal disease. Anesthesia: general. Findings: ¿there was old mesh along the right lateral aspect of the hernial defect, but this even though contracted and wadded up, was not participating in the new hernia and was left alone. There were 3 to 4 separate hernial defects, each with intervening bridges of attenuated fascia. Several of these defects had secondary hernias within each of them. All contained incarcerated small bowel. There were extensive adhesions between loops of small bowel both within the hernia and within the peritoneal cavity and abdomen itself. Each of these was taken down and no visceral injury was incurred. A mesh measuring 15 x 19 cm of dualmesh ii was used as the prosthesis to repair the defect.¿ procedure: ¿a primary transverse incision was made and deepened to the fascial level. The incarcerated herniae were immediately appreciated as containing entrapped and deeply scarred small bowel. We therefore proceeded lateral to the midline on each side and entered the abdomen and isolated the hernial defects between these 2 peritoneal entry sites. Adhesions were then laboriously taken down and this was quite a lengthy process to commit careful and safe dissection of each of the incarcerated loops of small bowel from this complex hernia. When completed, the bowel was intact with no violation of the bowel and all relevant adhesions were completely taken down. The intervening bridges of attenuated fascia were resected and the defect converted into a single defect. A 15- x 19-cm gore dualmesh ii prosthesis was selected and the mesh was appropriately positioned. It was sutured into place with multiple interrupted sutures of 0 ethibond after the rives-stoppa technique. Approximately 3 cm to 5 cm of underlay was created at all sites. Multiple interrupted sutures were used for this repair. Ethibond 0 was the suture material. When completed, the repair seemed sound and there was no evidence of any visceral entrapment. In an effort to cover as much of the mesh as possible, attenuated fascia was reconstructed over the mesh but the central portion of the mesh could not be covered because of lack of any fascia present at this site. A #10 flat blake drain was placed and exited through a small separate stab wound to accommodate the large dead space resulting from repair of this hernia. The drain was secured to the skin with a basket suture of 2-0 silk. The subcutaneous tissues were approximated with interrupted sutures of 2-0 vicryl and the skin was closed with a running subcuticular suture of 3-0 monocryl. The drain was connected to reservoir and sterile dressings were applied. The patient tolerated the procedure satisfactorily. (B)(6) 2010: (B)(6). Implant information. ¿gore dualmesh¿. Ref: (B)(4). Lot: 06739242. Expiration: 2014-05-17. 15.0 cm x 19.0 cm x 1.0 mm oval. Relevant medical information: no information. Revision preoperative complaints: (B)(6) 2019: (B)(6) hospital. (B)(6). Indications: ¿50-year-old african american female with a persistent high-grade partial small-bowel obstruction that has not resolved with conservative management. The patient also has a chronic soft tissue mass of the abdominal wall in the right lower quadrant. The patient is undergoing laparotomy with lysis of adhesions and excision of soft tissue mass of the abdominal wall.¿ revision procedure: exploratory laparotomy with lysis of adhesions and reduction of internal hernia. Excision of greater than 5 cm subfascial soft tissue mass of the abdominal wall. Revision date: (B)(6) 2019 (hospitalization (B)(6) 2019). (B)(6) 2019: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: persistent high-grade partial small-bowel obstruction abdominal wall soft tissue mass. Postoperative diagnosis: persistent high-grade partial small-bowel obstruction secondary to adhesions with internal hernia formation. Excision of greater than 5 cm subfascial soft tissue mass of the abdominal wall. Anesthesia: general. Estimated blood loss: 25cc. Specimen: pathology tissue request: abdominal wall mass. Findings: ¿high-grade small-bowel obstruction secondary to adhesions and internal hernia. Extensive adhesions to the gore-tex mesh from prior incisional hernia repair. Greater than 5 cm soft tissue mass of the abdominal wall extending down to and involving the anterior rectus fascia in the right lower quadrant.¿ procedure: ¿the patient was identified in the preoperative holding area and informed consent verified in the chart. Patient was taken back to the operating suite and placed on the operating table in the supine position. After induction of adequate general anesthesia scds were placed for dvt prophylaxis and IV antibiotics were administered. The abdomen was prepped with chloraprep and the patient was draped sterilely. Final time-out protocol was performed. A midline laparotomy incision was made beginning in the epigastrium and continuing down to the suprapubic region. The incision was carried down through the subcutaneous tissue using the bovie cautery. The fascia in the epigastrium was incised and opened and the peritoneal cavity entered. The fascia was then opened and just superior to the umbilicus I encountered the patient's mesh from a previous incisional hernia repair. This was gore-tex mesh. I opened the mesh with curved mayo scissors. There were adhesions of small bowel to the undersurface of the mesh in a very carefully lysed these sharply with metzenbaum scissors. The mesh was opened down into the lower abdomen and 1 side lysed all of the adhesions to the undersurface of the mesh I was able to eviscerate the small bowel. It was readily evident that there was a transition zone in the mid small bowel secondary to an adhesion with formation of an internal hernia. I cut this adhesion using the metzenbaum scissors and released the obstruction. The bowel was viable and well perfused. I performed a complete adhesiolysis of the entire small bowel. I ran the small bowel from the ligament of treitz down to the ileocecal valve. There were no enterotomies or serosal tears encountered during the lysis of adhesions. Hemostasis was excellent. The small bowel was returned to the abdominal cavity and the omentum placed in the lower abdomen over the bowel. I verified the position of the nasogastric tube in the body of the stomach. I then directed my attention to the soft tissue mass in the right lower quadrant. Using the bovie cautery I elevated the skin and subcutaneous tissue off of the mass. The mass extended down to and involved the anterior rectus fascia on the right side. I completely excise this mass using the bovie cautery. I was able to excise the mass leaving the rectus fascia intact. The mass was passed off the table and sent for permanent specimen evaluation. Hemostasis was obtained with the bovie cautery. The subcutaneous tissue which had been overlying the mass was then quilted down to the underlying anterior rectus fascia using running 2 0 vicryl suture. I then closed the defect in the mesh using running o prolene suture. The midline fascia superior to the mesh was closed using running o pds suture. The subcutaneous tissue was irrigated. The skin was closed using staples and dressed with 4 x 4 gauze and medipore tape. At the conclusion of the procedure all sponge, needle and instrument counts were correct x2. The patient was awakened from general anesthesia and transferred to the recovery room extubated and in satisfactory condition." No pathology report provided. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.